Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) heard tones emitted from this device. Upon interrogation, a "warning: possible device malfunction" message was displayed along with a fault code 03 (possible output transitor fault) indicating that > 8 volts was detected on the leads during charging. A manual capacitor reform was attempted without success.